Event description:
It was reported that during a device upgrade, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced successfully. There were no adverse events to the patient.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 19.3cm was returned for analysis. External insulation abrasion was noted at 11.4-12.1cm and 17.1-18.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at these locations.